Manufacturer narrative:
Section a4: unknown, information was requested but not provided. Section d6a: implant date unknown/not provided. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens remains implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol), model diu450, was implanted into the patient¿s eye. During injection, cracks were observed on the optic of the lens. The procedure was completed using the same lens and it remains implanted but surgeon indicated that it may need to be explanted, if necessary. The current patient outcome has not been determined due to elevated intraocular pressure and inflammation. No further information was provided.